Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via email during an acl procedure, upon insertion of the tibial fixation screw (milagro 8fx30mm). The doctor noticed that after he inserted the screw, ¿it felt that the screw stripped.¿ he pulled out the screw with hemostat and noticed that part of the screw was still inside patient. Tourniquet time was not affected from the norm. The doctor advanced the screw that was already in the patient and reinforced the acl graft with a screw and washer post on the tibia.

Manufacturer narrative:
Product complaint # (B)(4). The complaint device was received and evaluated. Visual observation confirms the anchor is broken in half. Only one half of the anchor was in the return pack. This complaint can be confirmed. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. A DHR review was conducted and the results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported via email during an acl procedure, upon insertion of the tibial fixation screw (milagro 8fx30 mm). The doctor noticed that after he inserted the screw, ¿it felt that the screw stripped.¿ he pulled out the screw with hemostat and noticed that part of the screw was still inside patient. Tourniquet time was not affected from the norm. The doctor advanced the screw that was already in the patient and reinforced the acl graft with a screw and washer post on the tibia. The following additional information was received via email from the sales rep on 11-29-2017: the milagro advance screw driver was used to insert the screw and the screw was being inserted over a guidewire. The surgeon did not tap prior to inserting the screw and did not use the milagro advance tap because using a tap would have torn the new acl graft. The screw advanced up to 25 mm before it broke and as per the surgeon, he was okay with having at most 25 mm inside and stated it was liking putting in an 8x23 mm screw in. Yes, both screw and washer was placed as a secondary fixation, as per surgeon stated that it makes sleep better at night. No procedural or patient anatomy factors could have contributed to the breakage but the surgeon stated that it could have been bone debris in the tunnel.